Event description:
During follow-up, increased threshold and oversensing were observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue, electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies, with the exemption of procedural damage.